Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery could not be charged. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.